Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the patient's health conditions contributed to the sheath separation. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 07 may 2024: the procedure has been completed successfully. The broken-off sheath was retrieved and removed. The patient's condition is stable.

Manufacturer narrative:
E3: occupation: requested, unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states that the sheath fractured while inside the femoral artery. The attending physician managed to snare the sheath, though the cause of the breakage was unclear. Diagnosis: successful deployment of the planned pfo closure device. The procedure was complicated by a severed 6 french sheath that had embolized to the left pulmonary artery, which was eventually retrieved using a 7 french snare. The procedure was initially intended as a planned patent foramen ovale (pfo) closure due to acute cerebrovascular accident (cva) with a likely paradoxical embolism.